Event description:
It was reported that the patient's blood glucose level rose to over 400 mg/dL while wearing the Pod between 4 and 24 hours on the abdomen. The patient tried to correct with several boluses, however there was no improvement. The Pod was removed and the patient noticed that the cannula was not properly inserted and was bent. The patient stated that normally they feel a pinch, but sometimes it would hurt more than usual. There was no redness/swelling nor insulin leakage. The Pod was discarded and was not available for return. No treatment details were provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 4.0.2Operating System: CP1A.260505.005Hardware: Pixel 9 Pro XLCGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.